Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. H3 other text : see h.10

Event description:
It was reported that intima-ii y 18gax1.16in prn/mz leaked on 2 occasions during use. The following information was provided by the initial reporter: material no: 384123 batch no: unknown it was reported that leakage occurred from the luer connection between the catheter hub and IV tubing on two separate occasions. Event description per email states: on (B)(6) 2020 a nurse called product surveillance regarding (2) eaches of one-link hp microbore cath ext. Nurse reported that on (B)(6) 2020 during CT contrast procedure the patient was started on IV fluids (prior to being injected with contrast) when the nurse noticed a leak from the connection site between the IV catheter hub (distal hub) and extension set. On the same date ((B)(6) 2020) but on a different patient they had the same issue but with contrast leaking out in the same location (connection site between the IV catheter hub and extension set). The nurses had made certain the connection points where tight and secure. They continued and completed the procedure successfully with a different lot number on both patients. There was no patient impact or any adverse events reported. No samples are available as they were both discarded. On (B)(6) 2020, product surveillance received an email from the customer. It was confirmed that the leak took place between the male luer of the set and the catheter. The catheter being used was a bd insyte autoguard 22ga x 1.00 in with product code 381423. The lot number was unknown as thy have only saved the information for the tubing. The customer also requested to receive a final copy of the finding or report.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 18gax1.16in prn/mz leaked on 2 occasions during use. The following information was provided by the initial reporter: material no: 384123 batch no: unknown. It was reported that leakage occurred from the luer connection between the catheter hub and IV tubing on two separate occasions. Event description per email states: on (B)(6) 2020 a nurse called product surveillance regarding (2) eaches of one-link hp microbore cath ext. Nurse reported. That on (B)(6) 2020 during CT contrast procedure the patient was started on IV fluids (prior to being injected with contrast) when the nurse noticed a leak from the connection site between the IV catheter hub (distal hub) and extension set. On the same date ((B)(6) 2020) but on a different patient they had the same issue but with contrast leaking out in the same location (connection site between the IV catheter hub and extension set). The nurses had made certain the connection points where tight and secure. They continued and completed the procedure successfully with a different lot number on both patients. There was no patient impact or any adverse events reported. No samples are available as they were both discarded. On (B)(6) 2020, product surveillance received an email from the customer. It was confirmed that the leak took place between the male luer of the set and the catheter. The catheter being used was a bd insyte autoguard 22ga x 1.00 in with product code 381423. The lot number was unknown as thy have only saved the information for the tubing. The customer also requested to receive a final copy of the finding or report.